Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 01/20/2016. Retain product was tested and found to be functioning according to specification. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained cartridges were tested using blood samples which simulate patients undergoing oral anticoagulant therapy. Testing met the acceptance criteria found in q04.01.003 rev w, appendix 1 - product complaint level 2 and level 3 investigation procedure. The complaint was not reproduced. Assessment: there is not enough information to determine whether an I-stat product malfunction occurred. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded unexpected results on a patient. There was no additional patient information available at the time of this report. Date of testing: (B)(6) 2015: I-stat - 2.3, sysmex - 2.9, roche - 3.5. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).